Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after the stent graft was implanted there was an endoleak. The physician was not certain if the endoleak was a type IV and that it could be a type 2, because of vessels that were coming in at around the area of the crotch of the bifurcated stent graft. The endoleak looks similar to a type IV. No further intervention was done and the patient is fine. No clinical sequelae were reported.

Manufacturer narrative:
Results: endoleak, cause of event is unknown. Conclusions: cause of event is unknown.